Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the product found that on panel side a the zipper slider body is open. (B)(4).

Event description:
The customer claims that the left side panel has zipper elements missing from the zipper which is preventing the zipper from closing. There was no patient incident or injury reported.